Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex esophageal fully covered stent was implanted to treat a fistula in esophagogastric anastomosis during a stent placement procedure performed on (B)(6) 2019. According to the complainant, on (B)(6) 2019 during a stent removal procedure, the stent retention suture broke while trying to remove the stent out from the patient. The stent was successfully removed by grasping it from the stent wall. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted. Note: according to the complainant, the wallflex esophageal fully covered stent was placed for fistula in esophagogastric anastomosis. However, per wallflex esophageal fully covered stent system directions for use, the stent is indicated for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas.